Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips would not close and fell off of the cystic duct and artery. A second instrument was used and the problem continued. Unsure how case was completed. There was no patient consequence.